Manufacturer narrative:
This investigation will be updated should further information be provided.

Event description:
It was reported that this patient advocate contacted boston scientific technical services on (B)(6) 2018 to report that the patient had died. The patient advocate would not provide the technical service consultant their name or provide the patient date of death. The patient advocate alleged that the physician or the device caused or contributed to the death of this patient. The patient advocate abruptly ended the phone conversation.